Event description:
It was reported that the user¿s ilet displayed messages in the mobile app and ¿view files¿ after the device battery likely depleted, the device did not restart with charging and wake-button attempts, and the mobile app required deletion and reinstallation before reconnecting; once reconnected, the ilet resumed charging and operation, and guidance was provided to verify the charger¿s green indicator. Symptoms included no physical symptoms reported. Outcomes included hyperglycemia with a highest glucose of 300 mg/dl, out of range for about 1 hour, without alerts for high or low glucose, no need for outside assistance, and no medical intervention. Investigation included remote troubleshooting, app reinstallation, verification of charging status, and user education on proper charging. Investigation of this case revealed an unclear cause of hyperglycemia associated with a depleted battery and unsuccessful restart attempts, with functionality restored after app reinstallation and confirmed charging. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.